Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the x-ray was not available. The fse checked the voltage in the power supply and found that required volt supply was not received. The fse replaced with new volt supply in the generator cabinet. After replacement the system was returned to good working condition. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the system has no geometry movements. The device was in clinical use. No patient harm was reported.